Event description:
Pt called in on (B)(6) 2013 to inform pdc of medical intervention that occurred on (B)(6) 2013, at 8pm. Pt used her prodigy meter and said she received a reading of 177 mg/dl. She then took medication (jampaduepo) to lower her blood glucose level. The pt's son later noticed that the pt appeared incoherent and drove her to the emergency room. A second test on the pdc meter was not performed. Emergency room meter read 29mg/dl. Pt was administered 4 bags of IV and given an unk liquid injection. Pt was in the hospital that night until 9am the next morning. She was unsure of her glucose level at discharge. Per pt, last meter readings are: 7- day avg 224 mg/dl, 14- day avg 189mg/dl, 28-day avg 166mg/dl, (B)(6) at 7am 177 mg/dl, (B)(6) at 1:56am 178 mg/dl, (B)(6) at 6:22 am 299 mg/dl, (B)(6) at 6:09am 306 mg/dl, (B)(6) at 7:43am 272mg/dl. Prodigy sent a replacement meter with a prepaid envelope so pt can return suspect product(s) for eval.